Event description:
It was reported that during a photoselective vaporization of the prostate, the tip detached from the fiber sheath. The physician tried to see if the fiber was intact and it was not. Graspers were used to retrieve the cap from the patients body. The procedure was completed with a second fiber without clinical consequences.